Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. We do not have the capability at this time for veterinary investigations. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tubes with sodium citrate exhibited poor barrier formation of the gel and inconsistent separation of white blood cells while being used in tandem with a "straight needle" for blood draws on "cynomolgus macaques (monkeys)". Additionally, "cell recovery" and "partitioning" of red blood cells below the gel barrier were also observed. The customer reported that increased speeds and/or time during centrifugation "seems to help cell recovery", as well as adding a second spin. As reported by the customer, "inconsistent separation of white blood cells under recommended processing conditions. Customer is using 362760 for blood draws of cynomolgus macaques (monkeys). Customer observes inconsistent barrier formation, cell recovery, and partitioning of red blood cells below gel barrier. Increasing centrifugation speed and/or time seems to help cell recovery as does adding a second spin. Customer is using a straight needle for blood collection but is otherwise following processing instructions."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tubes with sodium citrate exhibited poor barrier formation of the gel and inconsistent separation of white blood cells while being used in tandem with a "straight needle" for blood draws on "cynomolgos macaques (monkeys)". Additionally, "cell recovery" and "partitioning" of red blood cells below the gel barrier were also observed. The customer reported that increased speeds and/or time during centrifugation "seems to help cell recovery", as well as adding a second spin. As reported by the customer, "inconsistent separation of white blood cells under recommended processing conditions. Customer is using 362760 for blood draws of cynomolgos macaques (monkeys). Customer observes inconsistent barrier formation, cell recovery, and partitioning of red blood cells below gel barrier. Increasing centrifugation speed and/or time seems to help cell recovery as does adding a second spin. Customer is using a straight needle for blood collection but is otherwise following processing instructions."